Event description:
Additional information received indicates a manufacturer representative met with the patient, during troubleshooting the ipg connected with external device without any issue. The device is working fine.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is not connecting to external devices. As such, further troubleshooting is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.